Event description:
Event description boston scientific, crm received information that this cardiac resynchronization therapy defibrillator (crt-d) device was interrogated prior to implant, and the monitoring voltage was 2.87 volts. The last interrogation was performed at 6/1/2006 at 3:17pm. The boston scientific sales representative believed that someone interrogated the device but didn't implant it. As a result, the rf could have been programmed on for some time. The programmer communication mode was on when the rep interrogated it. The device will be returned for analysis.